Event description:
It was reported that the device was dropped prior to the implant procedure and was unable to communicate with rf telemetry. A new device was implanted to resolve the event and the patient was in stable condition.

Manufacturer narrative:
Reported event of no radiofrequency (rf) telemetry was not confirmed. The device was above elective replacement indicator (eri) voltage level upon receipt. Analysis of device image and session records indicated the device was within normal range of operation. Further analysis performed revealed no anomalies. The device was able to be interrogated successfully with rf telemetry throughout analysis. An assessment of total projected longevity was performed, and the device was revealed to have appropriate remaining longevity.